Event description:
It was reported by the rep that when the devices, with reload cartridges, were used during a colon resection procedure, an incomplete staple line occurred. Another device was used to complete the case. There was no consequence to the pt.